Event description:
On (B)(6) 009 the patient reported the insulin infusion device's "up" and "down" buttons would respond after multiple presses. The patient has been using the insulin infusion device for about 2 years. Patient stated he's been having issues with the insulin infusion device buttons since he started using the infusion device. Patient programs on average 8 boluses a day. The issue was not duplicated during troubleshooting. The insulin infusion device has not been dropped or exposed to water. No physiological effects were reported. Product was replaced and requested to be returned for evaluation.